Manufacturer narrative:
Section h6: investigation findings: undesirable presence of endogenous materials no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: investigation findings: undesirable presence of endogenous materials manufacturer investigation conclusion: evaluation of the submitted image confirmed the reported event of extrinsic outflow graft obstruction (eogo). The submitted CT image showed the side profile of the outflow graft. Inside of the outflow graft bend relief, the outflow graft appeared to be compressed by material that was consistent with a buildup of biodebris. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the image alone. The origin of the material and duration of time that it was present during patient support could not be determined. Additionally, although a root cause for the development of this formation could not be conclusively determined through this evaluation, it could have contributed to the reported low flow alarms observed in the submitted log file. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room due to an increasing frequency of low flows over the weekend. A computed tomography (CT) scan was performed, and extrinsic outflow graft obstruction (eogo) was identified. A stent was placed, and another CT scan was performed. It was noted that the patient was asymptomatic with the low flows. The patient was discharged home and stable.